Manufacturer narrative:
Date of event is an approximate. Refer to manufacturer report #3004209178-2018-13983 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing fainting spells that started suddenly and then after several months just stopped suddenly in (B)(6) 2018, and her neurologist hasn't figured out what could have happened/or caused those episodes. Caller said that it could be sudden sleep attacks however again no confirmation. Troubleshooting included patient has had several tests and now they are considering a 48 hour electroencephalogram (eeg) which her therapy managing healthcare provider doesn't believe she should have. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.